Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 14-oct-2025, abbott point of care was contacted by the FDA regarding I-stat troponin cartridges that yielded a discrepant false negative result on a patient. There was no patient information, collection/test times, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method: date: collected: tested: result: sample: I-stat, on (B)(6) 2025, 19:26, 19:26, 0.07 ng/ml, a, vitros, on (B)(6) 2025, ni, ni, 0.057 ng/ml, b. Facility established critical cutoffs I-stat ctni: 0.000 to 0.080 ng/ml. Lab ctni: 0.000 to 0.030 ng/m. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 25-nov-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25210.